Event description:
A customer contacted beckman coulter inc (bci) stating the drain tube from the waste bucket was cracked and leaking. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and found waste tubing had split. Fse replaced the tubing and the issue was resolved.